Event description:
It was reported that the "catheter was not delivering drug' and the patient was not getting adequate pain control. Rotor study was performed and the rotor turned. A catheter dye study was performed; results not reported. During surgery to replace the catheter, white crystals were noted at the end of the catheter that snaps onto the pump. The health professional decided to replace the pump. The pump contained dilaudid 10 mg/dl, 4.003 mg/day; clonidine 175 mcg/ml, 70.05 mcg/day; bupivacaine 12.5 mg/dl and baclofen 12.5 mcg/ml. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.